Event description:
Follow up information received confirmed the impedance high measurements (>4000 ohms) on some of the electrode pairs. The only electrode combinations that were within normal range were case to electrode #2, case to #2, and #2 to #3. In addition, therapy impedance was confirmed at >800 ohms. It was noted that the impedance measurements were performed 3 times. The patient parameter settings were 2.0 volts, 14 hz, 450 pw with cycling on 0.1 sec and off for 0.5 sec. It was suggested that impedances >800 ohms may indicate that the leads were too far apart, that the patient may be slightly dehydrated, or a result of scar tissue formation and reported that there were no patient signs or symptoms associated with the event. The patient was reprogrammed and the outcome was reported as no injury.

Event description:
Additional information received reported that due to the high impedances, the implantable neurostimulator was explanted. It was stated the patient recovered without sequela.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Concomitant medical products: product ID 435135, serial# (B)(4), implanted: (B)(6) 2012. Product type: lead: product ID 435135, serial# (B)(4), implanted: (B)(6) 2012. Product type: lead: (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had their device implanted 5 weeks ago and came to their physician's office to have the device programmed. The health care provider was concerned that the impedance reading of > 800 ohms indicated high impedances. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Final analysis of the stimulator revealed there was no significant anomaly and the stimulator was functionally okay. It was noted there were insignificant anomalies found.